Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The evaluation of the device found the varying colored images (purple/green). The device was disassembled and testing the components individually, and trace the image error back to the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective charged coupled device (ccd) chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable when connecting to the processor had a green image. The event occurred during the start of a therapeutic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.